Manufacturer narrative:
Due to the nature of the reportable event (foreign material found), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps elevator lever had scratches. The bending section cover adhesive was broken. The light guide lens was broken. There was foreign material from distal-end due to the clogged nozzle. The gap on up/down knob was out of standards due to the worn angle-wire. Angulation in the up direction was out of standards due to the worn angle-wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the videoscope had foreign material in the air/water channel. The issue was found during preparation for use. The diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Corrected fields: d8 (inadvertently missed)m h10 (information regarding the cleaning sterilization and disinfection (cds) processes was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be conclusively identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was not used on a patient with foreign material attached. There were no abnormalities in the accessories used for reprocessing. Manual cleaning was performed within an hour after the procedure. The device was appropriately rinsed before manual disinfection. There were no effects from other products being used, accessories or reprocessors. No further information is available. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-290 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.